Event description:
This rv lead was implanted on (B)(6) 2004. A red alert for low rv impedance was detected on (B)(6) 2012. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).